Event description:
It was reported that the pt underwent an unspecified spinal fusion using posterior fixation. An unk time post-op, one of the bone screws in l5 was found to be broken. A revision surgery was conducted to remove and replace the screw. During the revision, the distal portion of the screw could not be removed from the pedicle, and the fusion construct had to be extended to s1.

Manufacturer narrative:
(B)(4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Analysis of the returned device in process. A follow up report will be submitted when analysis is complete. Films of applicable imaging studies were not returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.